Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that (B)(6) had just opened a new surgical wing. It was identified that the issue was an internal pacs issue with the new building.

Manufacturer narrative:
Other relevant device(s) are: products, 9735762, sw v. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system slow downloading data and was becoming unresponsive. The representative was unable to test in order to replicate during the call. There was no patient present when this issue was identified.